Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead placement in the right atrium, the lead seemed to catch on heart tissue and would not move freely. The lead was removed from the body and upon examination it was noted that the tip of the helix was out, and it could not be fully engaged back into the lead. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.